Manufacturer narrative:
(B)(4).per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a air in tubing (without alarm) was not confirmed. The root cause could not be determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding a patient that was requesting bypass assistance, which occurred on the homechoice (hc) during use during initial drain. The caregiver (cg) stated they performed initial drain and detected air in the patient line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The home patient (hp) was contacted on (B)(6) 2011. The hp stated that after starting over with new supplies no further issues were found.